Event description:
Healthcare professional (hcp) reports pt developed peritonitis while using the homechoice for apd therapy. No device or product failure was identified by the hcp. Hcp feels peritonitis may be due to pt's poor aseptic technique and poor personal hygiene, that the pt is "touching himself and objects in his room before connecting"to apd set. Pt was treated with antibiotics. Hcp states peritonitis event has been resolved as of 12/11/97.